Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11183r13, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
In 2012, the patient had an episode where she went totally numb and could not walk. They thought it was because of the position of the catheter. When they replaced the pump due to the battery, her insurance would not allow the surgeon to replace the catheter. The troubleshooting, actions/interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.